Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Qc after the event was low. Qa reviewed proservice qc data and the na ac had shifted outside the acceptable range. Per bci field service engineer (fse), the customer performed flow-cell maintenance and discovered a bubble in the na electrode. Twirling the electrode removed the bubble and the electrode was reinstalled. Ion-selective electrode (ise) was calibrated and qc recovery increased to acceptable ranges, similar to other dxc units. Performed precision runs and patient verification and low bias has been resolved. Presence of bubble on the face of the na electrode appears to be the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to low sodium (na) results generated on the unicel dxc 800 pro synchron chemistry analyzer. The results were not reported out of the laboratory. The system was recalibrated and the na recovery result was approximately five (5) mmol/l higher. The customer did not provide any data results. Patient treatment was not impacted by this event.